Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt of the right ventricular lead, the patient became asystolic when the bundle branch was hit. It was noted that the helix would not fully extend with multiple rotations of the purple tool and that the helix broke. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.